Event description:
The user facility reported a loss of audio for their hexavue custom room rack. No report of patient/procedure involvement. No report of injury.

Manufacturer narrative:
A steris service technician remotely inspected the hexavue custom room rack and found that the network cables required replacement. The technician replaced the network cables, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.